Event description:
A zoll distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the ECG electrode fall-off test. Upon eval, the cable connecting ECG electrodes c and d was pulled from the distribution node (dn) strain relief, damaging the j704 connector on the dn pca board. The cause of the damaged j704 connector. The root cause of the damaged j704 connector is excessive force placed on the cable. No adverse event resulted from the damaged wire and connector.